Event description:
Patient wanted to switch from the dexcom g6 device to the g7 because the g6 was falling off. Reported by hcp, they did not consent to follow up. (B)(6). All available information is provided in this report no further clarification is available.